Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals that resulted that this implantable cardioverter defibrillator (ICD) delivering inappropriate anti-tachycardia pacing (atp) therapy. The patient was brought into the clinic and it was noted that the rv lead exhibited pacing inhibition, loss of capture, and noisy signals, and the rv lead was found to be fractured. Which led to the patient experiencing syncope, loss of consciousness, and cardiac arrest. The settings were adjusted. The patient is continuing to be monitored. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. The rv lead remains in service and was reprogrammed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals that resulted that this implantable cardioverter defibrillator (ICD) delivering inappropriate anti-tachycardia pacing (atp) therapy. The patient was brought into the clinic and it was noted that the rv lead exhibited pacing inhibition, loss of capture, and noisy signals, and the rv lead was found to be fractured. Which led to the patient experiencing syncope, loss of consciousness, and cardiac arrest. The settings were adjusted. The patient is continuing to be monitored. Subsequently, a revision procedure was performed and the ICD and the rv lead were explanted and replaced. No additional adverse patient effects were reported.